Event description:
The customer contacted physio-control to report that their device defibrillation electrodes were not able to connect to the patient during a patient case. Customer reported that the lp20 device called repeatedly to 'connect cable'. The cable was removed from service and it was later observed that this cable had a loose or "pushed in pin" which rendered it unusable. Defibrillation therapy would not have been possible using these electrodes. The lifepak device was replaced with a different lifepak and different cable was brought in and attached to electrodes. It was reported that the patient involved in the reported event ultimately expired; however, the customer advised physio- control that the reported event did not contribute to the patient death as they were able to switch the device out for another device right away.

Manufacturer narrative:
Physio-control failure analysis center received the lp12/lp20 quik-combo therapy cable for evaluation and verified the reported issue. Physio the issue was caused by physical damage to the sense pin in the connector which impaired the ability to sense the patient. The customer received a replacement quik-combo therapy cable.

Manufacturer narrative:
Physio-control received report from the customer that it was later observed that the cable had a loose or "pushed in pin" and they tested the lifepak with a new quick-combo(tm) therapy cable after the event and it tested fine. Physio-control sent the customer a replacement quik-combotm therapy cable. The device was not returned for evaluation so the reported issue could not be confirmed and the cause could not be determined conclusively. Patient relevant tests and lab data were not available. The lot number was not available and thus date of manufacture, expiration date, and gtin are also unknown. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device defibrillation electrodes were not able to connect to the patient during a patient case. Customer reported that the lp20 device called repeatedly to 'connect cable'. The cable was removed from service and it was later observed that this cable had a loose or "pushed in pin" which rendered it unusable. Defibrillation therapy would not have been possible using these electrodes. The lifepak device was replaced with a different lifepak and different cable was brought in and attached to electrodes. It was reported that the patient involved in the reported event ultimately expired; however, the customer advised physio- control that the reported event did not contribute to the patient death as they were able to switch the device out for another device right away.